Manufacturer narrative:
E1: patient city: (B)(6), patient country: finland.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient went to emergency room and got hospitalized on (B)(6) 2024 due to hyperglcemia and bent cannula event. Blood glucose level was 784 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient experienced the symptoms of feeling sick, unwell tired, and weak. Patient was treated with intravenous (IV) drip. No further information was available.